Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20-29 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and administered a glucagon injection to address the issue. Customer was admitted to the hospital with small ketones and treated with intravenous fluids of saline and "sugar drip". Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.